Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Alerts and alarms 10 / page 127. The omnipod system provides alarms to make you aware of serious or potentially serious conditions. When a condition occurs that requires your attention an advisory alarm or a hazard alarm will sound. Hazard alarms are continuous tones and occur when either the pod or pdm is in a serious condition. During an alarm the pdm will display an onscreen message with instructions for taking care of the alarm condition. Be sure to respond to all alarms when they occur.

Event description:
It was reported at 5:30 am the patient had a memory corruption hazard alarm with her omnipod personal diabetes manager (pdm) which removed all of the patient's setting and data. It took awhile for her to be able to activate a new pod and caused her blood glucose to read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). She went to the hospital as she needed her pdm settings and at the hospital they gave her a manual injection (exact amount was not provided).